Event description:
Physician stated, she injected the pt on (B)(6) 2010, the pt had normal symptoms then on (B)(6) 2010, the pt came back for a touch up. On (B)(6) 2010, the pt was seen for swelling, redness, and lumping all around the injection area. Pt prescribed antibiotics (keflex 500 mg 3x a day). Updated (B)(6) 2010, the pt was given keflex 500 mg 3x per day for 5 days. She started to have swelling and then developed clumping in the areas she was injected in the nasolabial folds and down to marionette lines. It feels like an implant under the skin. It has worsened over the past few days. The doctor injected about 0.8cc initially, kept the syringe and reinjected the pt with the remaining 0.2cc two weeks after the initial injection. The pt then felt a drooping/tingling sensation in the left nasolabial some time after the injection. She now has pronounced lumping. She has no sulfite allergy, but has an anti-fungal agent allergy. Updated (B)(6) 2010: pt was prescribed prednisone.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.